Event description:
This was a coronary vascular intervention case to treat the mid-rca due to a positive stress test and angina. The physician tried to cross and inflate a 2.0 x 12 trek balloon through the moderately calcified tortuous rca. The tight distal portion of the lesion was unable to be crossed even after proximal dilation. A 0.9mm x-80 elca was used starting @ 40/40 and in slow progression to 60/80. After crossing the lesion with the elca fiber, balloons were reintroduced and a long 2.25 xience stent was unable to cross the proximally treated area after several attempts. At this point, a 2.0 x 20 balloon was inflated several times in the area that the elca had treated. Dissections along with a micro-perforation were then observed. This area was quickly stented and remained sealed throughout the procedure. Eventually, additional stents were placed proximally with the help of a guideliner and the patient left the lab with good blood pressure and a normal ECG. It is not clear whether the balloons or the elca caused the event, however it cannot be conclusively ruled out that the elca did not contribute, therefore we are conservatively reporting this event.